Event description:
A pt's spouse reported that the pt experienced hyperglycemia in 2001. Pt uses one touch ii meter. The pt obtained a meter blood sugar reading of 120mg/dl. Spouse alleges the pt had symptoms of elevated blood sugar. Pt was taken to ER, where blood sugar was 400mg/dl. Both pt and spouse refused to give any further details. Meter will be replaced. No allegations of harm have been made.